Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: we surmised that the camera became cloudy temporarily because water entered inside the device from the perforated part of the cable. The event can be prevented] by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there was a puncture on the cable and the connector tip was smashed. It was also noted that the device failed the leak test and the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head image was cloudy. The issue was found during inspection for use for a diagnostic procedure. There were no reports of patient harm associated with this event.